Event description:
Elderly female with hemochromatosis and anemia. Procedure: coil and gelfoam embolization of gda (gastroduodenal artery) territory from the celiac and sma (superior mesenteric artery) approach. During the procedure, the hub of the gelfoam catheter blew off of the catheter itself. It was removed and another used. No known harm to patient.